Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device- 9 years and 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2008. It was reported that the patient expired on (B)(6) 2018 and was found down at home. The reported cause of expiration was power disconnected. The pump was not explanted. No log file is available for the event and additional information reported that it is unknown if the cause of death was determine accidental disconnection. No additional information provided.

Manufacturer narrative:
It was reported that the patient expired on (B)(6) 2018 and was found down at home. The reported cause of expiration was power disconnected. The pump was not explanted. No log file is available for the event and additional information reported that it is unknown if the cause of death was determine suicide or accidental disconnection. No additional information provided. A specific cause for the reported event could not be determined through this evaluation. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.